Event description:
It was reported that "doctor malleted the drill guide and subsequently bent the guide. Drill was not able to pass through because of bending."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.